Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm. Problem isolated to force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called via phone call and reported critical pump error on the screen of the insulin pump. Blood glucose was 5.8 mmol/l. Performed troubleshooting and customer stated that there is no significant event leading to the alarm. No other pump error or alarm noted. Advised discontinue use of insulin pump and revert to back-up plan per health care professional instructions healthcare professional instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.